Event description:
Reference number(B)(4). Event occurred in egypt. . It was reported that the patient faced an infusion set bent cannula event on 25-feb-2026. The event occurred on the first day of insertion. The insertion site was the abdomen. The infusion set was in use for the same day. The blood glucose level was high, and the patient was treated with pump correction. The patient replaced the infusion set and resumed insulin successfully. No further information available.